Event description:
Patient reported that the device generated a blood glucose result of 214mg/dl without having first applied blood or control solution to the test strip. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.